Manufacturer narrative:
(B)(4).

Event description:
A sales rep charged a renasys ez device to take to hospital the next day. After approximately 1 hour on charge it suddenly started making a clicking noise, I could smell burning and smoke was coming out of the pump.